Manufacturer narrative:
Field service was performed, I ran chiller fluid through unit with coolmini applicator. Noticed some leaking at the bottom. Investigated o-rings on applicator and they were both broken. I inspected the other applicators and noticed that 3 more applicators had cracked and broken o-rings. I proceeded to replace all o-rings on all applicators as well as adapter and chiller connectors. Removed upper module and noticed some liquid sitting between upper module chassis and shelf. This confirms o-rings were the cause of the leak. Wiped up excess liquid. Ran successful quick check without any leakage. Ran chiller fluid again to confirm. Data modem would not initialize after power cycling three times. No further issues were found after replacement. Based on the information currently available, technical review, and laboratory inspection, although no adverse event was reported, there is the possibility of: skin irritation/ hypersensitivity, electric shock, thermal injury from hot or cold coolant, bruising from slip hazard, and fracture. It can be concluded that the leakage of coolant from the failure identified pose low risks of discussed harms and moderate risk of fracture. A supplemental report will be submitted if and when additional information is obtained.

Event description:
Allergan aesthetics received a report of a leak with the coolsculpting control unit. There was no patient or provider safety impact.

Event description:
Allergan aesthetics received a report of a leak with the coolsculpting control unit. There was no patient or provider safety impact.

Manufacturer narrative:
Continued additional d3 device serial and catalog number: (B)(6) sa16790.